Event description:
It was reported that after performing gas calibration during use of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) measurement values (especially ph, partial pressure of oxygen (po2) and partial pressure of carbon dioxide (pco2) fluctuated abnormally after a few minutes. Troubleshooting with a shunt sensor was considered, but failure of the unit was considered since similar cases occurred two times previously. The device was not changed out. The surgical procedure was completed successfully. There were no delays, no blood loss, and no adverse consequences to the pt.